Manufacturer narrative:
(B)(4). A lot history review could not be performed. A lot number was not provided. A ship history was performed. No lots were shipped to the account prior to the event date.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield tunnel was inadequate. They looked at the trocar and noticed that the trocar cuff kept deflating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield tunnel was inadequate. They looked at the trocar and noticed that the trocar cuff kept deflating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.